Event description:
Customer reported aviva system blood glucose results of 89 mg/dl, 38 mg/dl, and 60 mg/dl, all within 10 minutes, at a time when she was symptomatic of hypoglycemia. Customer did not report treatment based on the aviva results; husband took her to emergency room. Hospital meter result 45 minutes later was 38 mg/dl, customer treated with food/drink. Strips not available for return, replacement system sent.